Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in the hospital; however, no specific event dates or additional details were provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.